Event description:
It was reported that a patient allegedly received burns to their back from the temperature pad disposable. Further information has not been provided.

Manufacturer narrative:
It was reported that after a hospital stay, the patient had a family member identify what was alleged to be blisters from burning on the patients skin. The alleged burns were not diagnosed by a medical professional and no treatment was given for the alleged burns. The device was evaluated by biomed at the user facility and no defects were found with the device. It was reported by the user facility that the nursing staff were not performing skin check requirements every 30 minutes as recommended in the product manual. The device was evaluated by the user facility.

Event description:
It was reported that a patient allegedly, received burns to their back from the temperature pad disposable.